Manufacturer narrative:
Investigation: visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has shown that the progav 2.0 is permeable while the shuntassistant 2.0 has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valve does not operate within the permissible tolerance in the horizontal position. An accelerated outflow of progav 2.0 could be determined. Due to the detected blockage, the test is not applicable on the shuntassistant 2.0. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results : based on our investigation results, we can determine a blockage in the shunt system. During the testing of the single valves, the progav 2.0 valve showed an accelerated outflow and non-adjustability. The determined deposits can be named as the cause for functional deviations in the shunt system. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav 2.0 shunt system (#fx643t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years. Height: 112 cm. Weight: 20 kg. Gender: male.